Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they were having so much trouble, it hurt their vagina so much they could not use it because they couldn't even walk when it was on. Patient used the words they couldn't use it/wear it when discussing the patient programmer use and it was not clarified what they meant. The patient did clarify that stimulation was on when they were wearing it and off when they were not wearing it. The patient reported painful stimulation. The stated when they first got it, it was fine, but at the time they couldn't turn it on. It hurt their vagina, they had turned it off 3 months prior and their healthcare provider told them not to use it. They reported at the time of the report they were backing up full of water, so they had to use it, but it hurt them so bad they couldn't use it. Patient reported they had an appointment to see their healthcare provider the following day. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported her bladder is retaining water and she could not get all of her urine to come. Patient stated the implant was working perfectly for 2 years and she started leaking. She wanted it removed. She tried increasing stim to 2.7v and was still having issues, so she tried at 2.9v and she still did not like it. She decreased back to 2.7v and she is still retaining water. Patient was advised to follow up with the healthcare provider (hcp). There were no further complications that have been reported as a result of this event.